Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the stent was blood stained from passing through the valve of the sheath. The stent was loose on the balloon and was slightly flared on both the proximal and distal ends. The diameter of the stent was measured using calipers to determine if the stent was properly crimped by manufacturing. The diameter was 2.13mm. The diameter is indicative of a stent that was properly crimped. The average stent diameter based on the quality control test samples was 2.07mm. As this measured diameter of 2.13mm is slightly larger, this is attributed to the stent being dislodged. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped. The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During an intervention on a calcified left iliac artery the physician was attempting to advance the delivery catheter through the introducer sheath when the stent came off the delivery system.